Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was reported on this lead. A new lead was implanted. It is currently unclear whether the lead was explanted or remains implanted. Should additional information be received, this file will be update.

Manufacturer narrative:
It was reported that the lead was explanted on 22-dec-2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.